Manufacturer narrative:
The hand-piece was discarded by the user facility after the procedure. The cause of the reported event is most likely attributed to user technique. The tb-0009of instruction manual warns users ¿to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with a tissue, the patient or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient or a fire hazard may result."

Event description:
Olympus was informed that during a total thyroidectomy the doctor caused a superficial burn at the patient¿s surgery site by touching the incision site with the hand-piece. It was reported that doctor¿s technique was to create small incisions. The patient¿s course of treatment is unknown.